Manufacturer narrative:
Implant was visually inspected upon return and found to be broken hence dimensional inspection is not possible. In this case, the size of the trial used to determine the implant size and the force that was used to damage the spacer are unk. The root cause of the damage can not be determined. Historically, the breakage of the spacer can be attributed to an embrittlement of the cage during insertion due to hard impaction to insert the spacer into the disc space. The correct procedure is outlined in the surgical technique.

Event description:
The sales rep caroline graf brought back the cage broken in 2 parts and reported: 'first cage was introduced and positioned, now this second cage was introduced but yet in the right position so the surgeon tried to reposition it with the cageholder and exercised some force on it (but nothing unusual, surgeon used our material before without problem but never the 8 degree ones)'.